Manufacturer narrative:
Concomitant medical products and therapy dates plc181400j/14476162, pxl161007j/14548393 and pla230300j/14703571. (B)(4). Device UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system (rlt231216j/14446491 and pxl161007j/14548393 on the right, plc181400j/14476162 on the left side). After the endoprostheses were deployed, an intra-procedure angiography revealed proximal type I endoleak and distal type I endoleak on the left side. An aortic extender component (pla230300j/14703571) was implanted proximally and an additional ballooning was performed to the contralateral leg component on the left side. Another angiography revealed the distal type I endoleak still remaining, and the procedure was completed with the distal type I endoleak being monitored. On (B)(6) 2016, when the patient got out of bed, he had a feeling of weakness in his both legs, which was a symptom of paraplegia. On the same day, blood pressure control was performed to treat the paraplegia. A week later, the patient was able to walk using a caster walker. The patient will be later transferred to a rehabilitation facility to resolve the paraplegia. It was reported that there appeared heavy thrombos around the patient's proximal neck. The physician thinks that it is likely that a thrombus spread through a lumbar artery near the renal artery, which could contribute to the paraplegia. Additionally, the right internal iliac artery was embolized prior to the deployment of endoprostheses, and this might also contribute to the paraplegia.